Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was since implant the patient had nothing but issues. Patient had no decent program for relief. The patient was discharged from their healthcare provider office. Patient was under the impression that the representative could meet the patient at the office, but the representative said they had to book the appointment in advance. Patient felt like the representative was putting the patient off. A few months back before the representative gave the patient another program it was like shocking sharp pains in the mid-section of their back. Once the representative switched the program it kind of settled down a little bit, but it was so bad that the patient could not even lay down or move. The issue was not resolved. Patient service emailed healthcare provider listings to patient. Additional information was received from the patient (pt). It was reported that the cause of the issue was whatever program the manufacturer representative (rep) changed it to caused sharp shocking pains in right side of their back where the stim is. Pt reported they asked the rep to change the program and take it off the area in the midsection of their back, and the shocking decreased over time. Pt reported they are still having pain in same area, but not as bad. Additional information was received from the patient. It was reported that the pt called back stating they called before about issues since being implanted. Pt wanted to get a new program but had no idea to contact and wanted the ps agent to email the reps. The patient has not been able to get into contact with their representative for the past month. Caller stated the pt is still not feeling therapeutic effects from the implant. Caller stated during the surgery pt had their spinal cord nicked which caused a leakage resulting in the pt experiencing headaches. Additional information was received from the healthcare provider. When asked to clarify what was nicked the nurse said the report states that there was no leakage. Nurse then said the discharge summary stated there was a small dural leak that was repaired with a dural cell patch. Patient reported headache which was determined as not related from the dural leak as it was not positional. Patient was discharged same day as surgery. They were monitored for a week and the headaches improved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.